Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the epg (external pulse generator) failed incoming testing due to the main printed circuit board being out of electrical specification. The battery contacts were compressed, battery drawer, bail cover, and lower case broken, lower case dented, ring and bail covers, and lower case contaminated, ring bent, and output connectors and lead flex cover corroded. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board. Visual inspection revealed no anomalies. Bench analysis found that one capacitor failed in-circuit, surge current was below normal, and a battery removal test failed. After replacing the capacitor the device passed a battery removal test, the device stayed on for greater than ten seconds after the battery was removed. Conclusion: confirmed the battery removal failure caused by a capacitor component failure.

Event description:
The epg (external pulse generator) was returned to the manufacturer for trade-in. It was analyzed and tested out of specification. There was no patient involvement.